Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient's right hip (head, stem, liner) was revised due to trunnionosis. Surgeon reported wear of the neck and dislocation of the femoral head with evidence of metallosis (serum levels unknown), and that the titanium shell was well fixed and well positioned.

Manufacturer narrative:
An event regarding disassociation involving an unknown accolade stem was reported. The event was confirmed from the video attached. No product was returned for evaluation. Two photographs were attached which shows the stem after it was explanted. The stem is covered in blood. The neck of the stem appears worn. Medical records received and evaluation: not performed as no medical records were provided for review. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. The exact cause of the event could not be determined as insufficient information was provided. Further information such device details and return, pre and post-operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a patient's right hip (head, stem, liner) was revised due to trunnionosis. Surgeon reported wear of the neck and dislocation of the femoral head with evidence of metallosis (serum levels unknown), and that the tritanium shell was well fixed and well positioned.